Event description:
It was reported that 20 bd alaris¿ secondary sets from lot 21113390, and 1 set from lot 20093376 had issues with their tubing being discolored to brown. The following information was provided by the initial reporter: "tubing has turned a brown colour".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 21113390, d.4. Medical device expiration date: 23-nov-2024, h.4. Device manufacture date: 18-nov-2021; d.4. Medical device lot #: 20093376, d.4. Medical device expiration date: 30-sep-2023, h.4. Device manufacture date: 30-sep-2020. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd alaris¿ secondary sets from lot 21113390, and 1 set from lot 20093376 had issues with their tubing being discolored to brown. The following information was provided by the initial reporter: "tubing has turned a brown colour"

Manufacturer narrative:
H6: investigation summary one picture was submitted for quality investigation. The customer complaint of cosmetic issue - discolored was verified by evaluation of the photos submitted. The photo submitted by the customer shows that the drip chambers have different levels of a darker tint. A device history record review for model 11448964 lot numbers 21113390 and 20093376 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this discoloration is related to the sterilization procedure which IV sets undergo to help ensure product sterility. These IV sets are sterilized by irradiation, which uses electron beam or gamma rays to produce a sterile and safe IV product per iso 11137-1 and iso 11137-2, international standards for the sterilization of health care products. These standards are recognized consensus standards by the FDA, which are adhered to by bd to specify the requirements for the development, validation, and routine control of a radiation sterilization process. The irradiation process is known to modify polymers which causes some discoloring, depending on the applied radiation level (dose) and material choices. The degree or intensity of discoloration can also change over time, as it approaches shelf life, and under certain storage conditions such as high temperatures. Nonetheless, this type of discoloration is strictly cosmetic and does not affect the safety and functionality of the device as tested and sterilized.